Manufacturer narrative:
The insulin pump was received with critical pump error open book image and broken force sensor error due to moisture damage on the electronic assembly. Moisture damage was also found on the motor and the force sensor during our visual inspection. Unable to perform self-test, displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error open book image. The insulin pump had scratched case, serial number label fading, case cracked behind the pump near the battery compartment, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device was dropped and the rear was broken. Device would not work anymor. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.